Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had no delivery alarm. The customer¿s blood glucose level was 313 mg/dl. Customer stated that the insulin did not exit. The customer was advised that he reservoir change resolved the issue. The customer decline troubleshooting for high blood glucose. The insulin pump will not return for the analysis. The reservoir will return for the analysis.